Event description:
Allergan aesthetics received a report of a patient who received coolsculpting elite treatment to the abdomen using the curve 150 and flanks on (B)(6) 2024 using the curve 120 and may have presented with hernia, deformity, and paradoxical hyperplasia (ph). The provider reported that the patient's abdomen is slightly deformed, suspected ph, and previous hernia not disclosed to the provider.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. The provider reported that alleged the patient's abdomen is slightly deformed and previous hernia not disclosed to the provider prior to treatment. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received additional information from the healthcare provider that the there is no evidence of ph, and the patient has slight demarcation, hence, the event is no longer reportable.

Manufacturer narrative:
(The event was not reported as hernia, rather the patient had hernia repaired 2 years pre coolsculpting treatment, which was not previously disclosed to the allergan aesthetic team during the initial screening and virtual consultation), h6 (there is no hernia, deformity, or ph).